Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. Report 1 of 2. The following was translated from japnanese to english: this report is about clog. The patient reported no fluid coming out.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. Report 1 of 2. The following was translated from japnanese to english: this report is about clog. The patient reported no fluid coming out.

Manufacturer narrative:
One open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of the cannula was observed. Due to the condition of the returned sample no clog testing could be carried out. As sample returned was open it is not possible to determine root cause. A device history review could not be completed as no batch number was provided.